Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The device was inspected before decontamination and some white powder/crystals were found on the distal tip that corresponded to the to the hystrene lubricant. Per the dfu, these guidewires are coated with a thin film of lubricant which may appear as a white powder. This is the hystrene lubricant as seen on analysis and confirming the customer's report. The device was microscopically examined and the welding on the distal tip appears damaged. Black powder was found inside the returned pouch. A material analysis was performed and the black powder was found to be disintegrated welding. The investigation conclusion of the reported coating issue is 'no problem detected'. The dfu states "the guidewires are coated with a thin film of lubricant which may appear as a white powder. Do not wipe off lubricious coating. The lubricant can cause the guidewire to adhere to the inside of the tube, making unloading difficult. If this happens, gently tap the outside of the coil to loosen the wire. Use care not to stretch or damage the spring tip." The investigation conclusion of the found welding damage and black powder on analysis is 'manufacturing deficiency'.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that coating did not look normal. A peripheral rotawire and wireclip torquer was selected for use. During preparation, the wire was pulled out of the package. The distal part of the wire appeared beat up as it seemed that the coating of the wire did not look normal. The device was not used and another of the same device was opened and the procedure was able to be completed without any patient complications. However, device analysis found black powder in the packaging from disintegrated welding.